Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: uterus/migration"), device expulsion ("migration of essure device location of device: uterus/migration"), device breakage ("device breakage"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)/abnormal bleeding") and haemorrhagic ovarian cyst ("oophorectomy (one side removal of ovary)/ruptured hemorrhagic ovarian cyst") in a 29-year-old female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ( (B)(6) 2010 and (B)(6) 2007), adenoidectomy, chlamydial infection, polycystic ovarian syndrome, pelvic adhesions and ureterolysis procedure. Concurrent conditions included overweight, alcohol use, cigarette smoker, ovarian mass, endometriosis, pneumoperitoneum, adnexa uteri mass and general anesthesia. Family history included diabetes (maternal uncle) and lupus syndrome (maternal grandmother). Concomitant products included marvelon (reclipsen) since (B)(6) 2010 for birth control as well as buprenorphine hydrochloride (subutex), bupropion (wellbutrin), cimetidine (tagamet), cyclobenzaprine hydrochloride (flexeril), diazepam (valium), gabapentin (neurontin), insulin glargine (lantus), insulin glulisine (apidra), ketorolac tromethamine (toradol), trazodone hydrochloride (desyrel) and vicodin (norco). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ loss (specify which one) weight gain"). In 2011, the patient experienced weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain/pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"), neoplasm ("tumor / teratoma / cancer -type: tumor") and abdominal pain upper ("pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"). The patient was treated with surgery (unilateral salpingo-oopherectomy and unilateral salpingectomy), surgery (unilateral salpingo-oopherectomy and unilateral salpingectomy), surgery (unilateral salpingo-oopherectomy and unilateral salpingectomy), surgery (underwent ablation) and surgery (underwent oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, device breakage, genital haemorrhage and dyspareunia was resolving and the vulvovaginal pain, female sexual dysfunction, neoplasm, fatigue, weight decreased, abdominal pain upper and weight increased outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic ovarian cyst, neoplasm, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure date of removal: (B)(6) 2016 and (B)(6) 2017. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. She did not allege that essure caused birth defects. Coil count: left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine: on (B)(6) 2010: negative. (B)(6) 2016, surgical pathology report showed pathologic diagnosis: cytology specimen - see separate cytology report. Left ovary and fallopian tube, salpingooopherectomy, frozen section:1. Siderophagic cysts, consistent with endometriosis, and cystic follicles, endometriosis, fallopian tube. Gross description:a silver metallic essure coil (5 x 0.1 cm) is received separately in the container. Main findings were there was a ruptured hemorrhagic ovarian cyst measuring up to 3.0 cm,other smaller hemorrhagic cysts are seen. No tumor excrescences seen. Sections observed are: 1, fs control, 2 & 3, sections of cysts, 4, section of ovarian parenchyma, 5, cross sections of tube and entire fimbria. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Event weight gain added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device -location of device: uterus/migration"), device expulsion ("migration of essure device -location of device: uterus/migration"), device breakage ("device breakage"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding(general)/abnormal bleeding") and haemorrhagic ovarian cyst ("oophorectomy (one side removal of ovary)/ruptured hemorrhagic ovarian cyst") in a 29-year-old female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2010 and (B)(6) 2007), adenoidectomy, chlamydial infection, polycystic ovarian syndrome, pelvic adhesions and ureterolysis procedure. Concurrent conditions included overweight, alcohol use, cigarette smoker, ovarian mass, endometriosis, pneumoperitoneum, adnexa uteri mass and general anesthesia. Family history included diabetes (maternal uncle) and lupus syndrome (maternal grandmother). Concomitant products included marvelon (reclipsen) since (B)(6) 2010 for birth control as well as buprenorphine hydrochloride (subutex), bupropion (wellbutrin), cimetidine (tagamet), cyclobenzaprine hydrochloride (flexeril), diazepam (valium), gabapentin (neurontin), insulin glargine (lantus), insulin glulisine (apidra), ketorolac tromethamine (toradol), trazodone hydrochloride (desyrel) and vicodin (norco). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ loss (specify which one): weight gain"). In 2011, the patient experienced weight decreased ("weight loss"). In august 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain/pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"), neoplasm ("tumor / teratoma / cancer -type: tumor") and abdominal pain upper ("pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"). The patient was treated with surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (underwent ablation) and surgery (underwent oophorectomy). Essure was removed in december 2017. At the time of the report, the device dislocation, device expulsion, device breakage, genital haemorrhage and dyspareunia was resolving and the vulvovaginal pain, female sexual dysfunction, neoplasm, fatigue, weight decreased, abdominal pain upper and weight increased outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic ovarian cyst, neoplasm, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure date of removal: (B)(6) 2016 and dec2017 she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. She did not allege that essure caused birth defects. Coil count: left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion pregnancy test urine - on (B)(6) 2010: negative (B)(6) 2016, surgical pathology report showed pathologic diagnosis: cytology specimen - see separate cytology report. Left ovary and fallopian tube, salpingooophorectomy, frozen section:1. Siderophagic cysts, consistent with endometriosis, and cystic follicles, endometriosis, fallopian tube. Gross description:a silver metallic essure coil (5 x 0.1 cm) is received separately in the container. Main findings were there was a ruptured hemorrhagic ovarian cyst measuring up to 3.0 cm,other smaller hemorrhagic cysts are seen. No tumor excrescences seen. Sections observed are: 1, fs control, 2 & 3, sections of cysts, 4, section of ovarian parenchyma, 5, cross sections of tube and entire fimbria. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgery to remove one or more of the essure coiled). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device -location of device: uterus/migration"), device expulsion ("migration of essure device -location of device: uterus/migration"), device breakage ("device breakage"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding(general)/abnormal bleeding") and haemorrhagic ovarian cyst ("oophorectomy (one side removal of ovary)/ruptured hemorrhagic ovarian cyst") in a (B)(6) female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010 and (B)(6) 2007), adenoidectomy, chlamydial infection, polycystic ovarian syndrome, pelvic adhesions and ureterolysis procedure. Concurrent conditions included obesity, alcohol use, smoker, ovarian mass, endometriosis, pneumoperitoneum, adnexa uteri mass and general anesthesia. Family history included diabetes (maternal uncle) and lupus syndrome (maternal grandmother). Concomitant products included marvelon (reclipsen) since (B)(6) 2010 for birth control as well as buprenorphine hydrochloride (subutex), bupropion (wellbutrin), cimetidine (tagamet), cyclobenzaprine hydrochloride (flexeril), diazepam (valium), gabapentin (neurontin), insulin glargine (lantus), insulin glulisine (apidra), ketorolac tromethamine (toradol), trazodone hydrochloride (desyrel) and vicodin (norco). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight loss"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain/pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"), neoplasm ("tumor / teratoma / cancer -type: tumor") and abdominal pain upper ("pelvic, vaginal area and stomach pain-greater than four days a week-varied (mild to severe)"). The patient was treated with surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (unilateral salpingo-oophorectomy and unilateral salpingectomy), surgery (underwent ablation) and surgery (underwent oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, device breakage, genital haemorrhage and dyspareunia was resolving and the vulvovaginal pain, female sexual dysfunction, neoplasm, fatigue, weight decreased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic ovarian cyst, neoplasm, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure date of removal: (B)(6) 2016 and (B)(6) 2017. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. She did not allege that essure caused birth defects. Coil count: left 3 and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative . (B)(6) 2016, surgical pathology report showed pathologic diagnosis: cytology specimen - see separate cytology report. Left ovary and fallopian tube, salpingooophorectomy, frozen section:1. Siderophagic cysts, consistent with endometriosis, and cystic follicles, endometriosis, fallopian tube. Gross description:a silver metallic essure coil (5 x 0.1 cm) is received separately in the container. Main findings were there was a ruptured hemorrhagic ovarian cyst measuring up to 3.0 cm,other smaller hemorrhagic cysts are seen. No tumor excrescences seen. Sections observed are: 1, fs control, 2 & 3, sections of cysts, 4, section of ovarian parenchyma, 5, cross sections of tube and entire fimbria. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical record received. The following events were extracted from pfs: abnormal bleeding(general)/abnormal bleeding,apareunia (inability to have sexual intercourse),migration of essure device -location of device: uterus/migration,device breakage, dyspareunia (painful sexual intercourse),tumor / teratoma / cancer-type: tumor, pain,fatigue, weight loss,pelvic, vaginal area and stomach pain-greater than four days a week-varied(mild to severe) and oophorectomy. Lot number,concomitant disease,historical condition,family history,concomitant drugs,lab test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.